Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the fiberscope's distal cap exploded, causing parts to fall off from the distal end. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is likely reported malfunction was cause due to physical stress. However, a definitive root cause could not be established. The event can be detected/prevented by following the instructions for use which state: ·labeling the user may be able to detect the event in accordance with the following IFU. -inspection of the endoscope -leakage testing of the endoscope user can possibly reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU. -do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, or control section. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, or light guide cable with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.